Manufacturer narrative:
Device evaluation by manufacturer: a field service engineer (fse) arrived at the customer site to investigate the reported event. The fse confirmed the reported event. The fse reproduced the tip falling off the bf probe by trying to attach it. During visual inspection, the fse found the sleeve that holds the tip on was damaged. The fse proceeded to install a new bf probe 1 to securely hold on the tip with no errors. The fse then ran customer-prepared quality controls to validate the aia-900 analyzer, which recovered within manufacturer's package insert specifications. No further action was required. The aia-900 analyzer was performing within manufacturer's specifications. A 13-month complaint history review and service history review for similar complaints was performed for serial number (B)(4) from 19-jun-2018 through aware date (B)(6)-2019. There were no other similar events reported during the search period. The aia-900 operator's manual under section 11, maintenance, provides step-by-step instructions on bf probe replacement: (6) align the probe tip with the center of the stainless steel pipe and insert the steel pipe into the probe tip. If the probe tip is fitted with the pipe correctly, the end of the stainless steel pipe will protrude slightly from the end of the tip. (7) return the b/f wash probe to its original position and fix it securely with the set screw. (8) close the wash unit cover. The most probable cause of the reported event was due to an operator damaging the sleeve while replacing the bf probe 1 on the aia-900 analyzer.

Event description:
A customer reported that while changing the tip on the bf probe 1 of the aia-900 analyzer, the tubing broke off and the tip went up so far that the metal was poking through. The customer was down and unable to run. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting of intact parathyroid hormone (ipth) patient results. There was no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.